Event description:
It was reported via repair work order that the stair tread/tracks wouldn't engage due to a broken belt. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.